Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of perforation ("organ perforation") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced perforation (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered perforation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 19-oct-2023: essure insertion date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of perforation ("organ perforation") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. At an unknown time, she experienced perforation (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. Essure was removed on (B)(6) 2023. The reporter considered perforation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Organ perforation / metallic markers remains adjacent to the cornua of the uterus and may be within the myometrium / right sided essure device is malpositioned in the anterior pelvis approximately 5 cm / , right essure device malpositioned [perforation of organ] case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of perforation ("organ perforation / metallic markers remains adjacent to the cornua of the uterus and may be within the myometrium / right sided essure device is malpositioned in the anterior pelvis approximately 5 cm / , right essure device malpositioned") in a 39 year-old female patient who had essure inserted. The patient had a medical history of pelvic pain and lower abdominal pain in (B)(6) 2023 and tobacco user. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced perforation (seriousness criterion intervention required). The patient was treated with advil (ibuprofen) as well as surgery (hysterectomy, total laparoscopic/ bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered perforation to be related to essure administration. The reporter commented: the left essure device is in satisfactory position with left tubal. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2012: the left essure device is in satisfactory position with left tubal occlusion. [Gynaecological examination] on (B)(6) 2023: findings: small av uterus, mobile on laparoscopy- normal appearing uterus, essure coil noted at fundus perforated through. In midline normal ovaries and tubes normal appendix, liver edge no adhesions, no endometriosis cystoscopy- intact bladder without defect, trauma, or foreign material. Bilateral ureteral jets urine noted. [Hysterosalpingogram] on (B)(6) 2012: precontrast image shows two essure microinsert with left tubal occlusion. The right sided microinserts is displaced to the mid pelvic region superior to the uterus; on (B)(6) 2023: the left fallopian tube is completely occluded by an essure device. The essure device demonstrates normal location in the tube. No left sided contrast spiallge. The right fallopian tube is patent and normal in caliber. A 2nd essure device is identified in the pelvis. One of the outer coil metallic markers of the device is seen adjacent to the cornua of the uterus and may be within the myometrium [pathology test] on (B)(6) 2023: specimen: uterus, cervix, bilateral fallopian tubes, essure coils diagnoses : uterus, cervix, bilateral fallopian tubes (total laparoscopic hysterectomy and bilateral salpingectomy, essure removal): - cervix: benign cervical tissue. - endometrium: inactive endometrium. - myometrium: leiomyoma. - bilateral fallopian tubes: histologically unremarkable. - medical devices identified grossly. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2025: medical record received. Surgical pathology report added. Treatment drug added. Medical history added. Lab data updated. Additional reporter added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.